Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and several insulin pump alarms. Customer¿s blood glucose level went as low as 36 mg/dg during the night on (B)(6) 2017. Customer treated their low blood glucose with food. Customer declined to troubleshoot for low blood glucose levels. Troubleshooting for the alarms were performed. Customer was able to perform and pass both the self test and displacement test.